Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp), via a manufacturer representative, reported the patient had a return of incontinence due to electrode migration. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The patient was hospitalized (B)(6) 2015, to change the electrode. Reprogramming was also done and the issue resolved. The investigator assessed the event as serious, linked to the electrode and not linked to procedure. Relevant medical history includes neurological (parkinson) urinary incontinence since 2010. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted :(B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was reprogrammed on (B)(6) 2015.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient first experienced a return of incontinence due to electrode migration on (B)(6) 2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are : product ID: 309328, lot# 0209179269, implanted: (B)(6) 2015, product type: lead. Product ID: 309328, lot# 0209179269, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient's system was explanted on (B)(6) 2018 due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the lead was repositioned on 2015 (B)(6). The outcome was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.